Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the needle punctured the side of the protective sheath could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the needle punctured the side of the protective sheath. The issue occurred during a diagnostic endobronchial ultrasound procedure. No patient harm was reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.